Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device status of upper link switch changed from "closed" to "open" while the device's door was closed. The cause was identified to be upper auxiliary which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the status of the upper link switch change from "closed" to "open" while the door was closed. No additional information is available.